Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was occluded after implantation, therefore, the revision surgery via vp was performed. The valve was implanted to the patient via lp shunt; however, date of implant and initial setting are unknown. It is unknown how long the device had been implanted. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
(B)(4). Upon evaluation of the device, it was found that the product information reported to us was not accurate. This report has been updated with the corrected information. The device was returned for evaluation. The valve was visually inspected; needle holes were noted in the needle chamber, and a tainted liquid. The valve was tested for programming and passed. The valve was flushed; no occlusion found. The valve was leak and reflux tested without issue. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.